Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue while wearing an scd sleeve. The customer states the pt fell out of bed and broke their hip.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.